Manufacturer narrative:
Further investigation could not be performed as device specific production identifiers (i.e. UDI; lot #; exp. Date) could not be obtained. Infection is a known inherent risk of any surgical procedure.

Event description:
Report 1 of 4: during the review of a journal article for the retrospective chart review study published in world neurosurgery: stanley hoang et al. Middle cranial fossa approach to repairing tegmen defect with autologous or alloplastic grafts. World neurosurgery. 2018; it was identified that a patient developed post-operative wound infection which required craniectomy with removal of bone flap due to a concern for osteomyelitis. The patient responded to a 6-week course of antibiotic therapy and the medpor implant which incorporated the duramatrix product remained implanted.